Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient met with the manufacturer's representative two days ago at the doctor¿s office. At the time of the appointment, the manufacturer's representative set a new programmer for the patient that was working fairly well during the day. However, at night the patient moved about and the stimulator ¿comes on in a wave type of thing¿ and was waking the patient up at night. The patient normally had a hard time sleeping anyway, and this issue was really bothersome for the patient. The issue had been going on the last two nights. The patient stated it had taken a lot of ¿fiddling¿ to get the settings right. The patient wanted to contact the manufacturer's representative. It was later reported that the healthcare professional (hcp) did not know about the ¿wave type thing.¿ however, the patient requested a relocation of the implantable neurostimulator (ins) due to pain at the current site. The hcp was planning that. The cause of the pain was that the ins was placed in an uncomfortable location. The manufacturer's representative reported that the pain at the ins site was related to the ¿wave type thing¿ that had been waking the patient up. There was a plan for a surgical ins revision/relocation. The component involved in the event was the ins. The date of onset for the pain at the ins site was not known. The cause of event was determined. It was unknown if other troubleshooting or interventions had taken place to resolve the issue of waking up for a ¿wave type thing.¿ it was not device related. The patient had not recovered and the symptoms or issue were ongoing. It was unknown if the patient was receiving effective therapy. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.